Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4. E1 patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported by the patient that four infusion set was fell off during use on 27-june-2024. Patient replaced infusion set and resumed insulin successfully no further information available.